Event description:
The reporter stated a battery charger/ac power supply for a propaq 102el monitor was inadvertently inserted into the auxiliary power supply connector of the reported device, in the facility's emergency department, damaging both devices. No adverse affects were reported as a result of the alleged malfunction. The reporter indicated the alleged malfunction could have caused or contributed to a death or serious injury if it were to recur during pt use.